Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. Initially, the customer called to report that there was a missing piece on the bottom part of the device, and it alarmed. The caller also mentioned that insulin squirted out during the manual prime process, and he was unable to describe any possible damage to the drive support cap. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the prime test as a result of a missing motor support disk. Further testing could not be performed due to the missing support disk. The device passed the displacement test. The unit was returned with cracked end cap and broken reservoir tube lip.